Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number:(B)(4)) on 04-nov-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of device expulsion ('one coil was found in uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), alopecia ("hair fell out in clumps"), back pain ("back pain"), abdominal distension ("bloated"), acne cystic ("cystic acne"), headache ("headaches"), fallopian tube cyst ("cyst on fallopian tube") and endometriosis ("endometriosis"). The patient was treated with surgery (two tubal ligations and one hysterectomy). At the time of the report, the device expulsion, alopecia, abdominal distension, headache, fallopian tube cyst and endometriosis outcome was unknown and the back pain and acne cystic had not resolved. The reporter considered abdominal distension, acne cystic, alopecia, back pain, device expulsion, endometriosis, fallopian tube cyst and headache to be related to essure. The reporter commented: had essure device for 5 years this case has been identified during monitoring of postings on an FDA hosted docket website for essure, which has been established in preparation of a public FDA advisory committee meeting taking place on (B)(6) 2019. Further company follow-up with the consumer or regulatory authority is not possible. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # (B)(4) to which all information was transferred, then this duplicate record # (B)(4) will be deleted. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 04-nov-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of device expulsion ('one coil was found in uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), alopecia ("hair fell out in clumps"), back pain ("back pain"), abdominal distension ("bloated"), acne cystic ("cystic acne"), headache ("headaches"), fallopian tube cyst ("cyst on fallopian tube") and endometriosis ("endometriosis"). The patient was treated with surgery (two tubal ligations and one hysterectomy). At the time of the report, the device expulsion, alopecia, abdominal distension, headache, fallopian tube cyst and endometriosis outcome was unknown and the back pain and acne cystic had not resolved. The reporter considered abdominal distension, acne cystic, alopecia, back pain, device expulsion, endometriosis, fallopian tube cyst and headache to be related to essure. The reporter commented: had essure device for 5 years. This case has been identified during monitoring of postings on an FDA hosted docket website for essure, which has been established in preparation of a public FDA advisory committee meeting taking place on november 13 and 14, 2019. Further company follow-up with the consumer or regulatory authority is not possible. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.